Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In 2016 the patient had a stryker knee put in and had an allergic reaction to the nickle which required a revision, patient had a ceramic knee put in.